Event description:
The ICD involved in this MDR report was implanted in 2006. Upon scheduled f/u, the pt reported that he received 3 shocks (2007, 2008, 2008). These shocks were not recorded in the implant memories (no recorded episode, no therapy history and no shock counter were recorded). After the first reported shock, the pt went to the hosp (in 2007) in another center, but no shock had been recorded by the device, reportedly.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the us. Review of the electronic data and files received.